Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 53277 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. Smart chip verification indicated the catheter was used for 8 applications. The pressure was not good through the performance test. Also, pressure test showed kinked under the balloon segment. Dissection showed a guide wire lumen kink and breach at 0.99 inches from the tip inside the balloons. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was kinked at the tip after ablating the left veins. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.